Event description:
It was reported that a 67-year-old female patient, who has left side hip implants, underwent a revision procedure. The patient presented to the surgeon¿s office with poly wear, which was shown on an x-ray, and a recalled implant. The patient had an acetabular poly liner and femoral head swap. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available as they were disposed of by the customer. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The most likely cause for the revision reported due to early prosthesis wear in is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. However, the prosthesis wear cannot be confirmed on the provided radiographs and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.